Event description:
I received a thr on (B)(6) 2010, at (B)(6) medical center in (B)(6), by surgeon (B)(6) of (B)(6) about 7 weeks s/p implant, I started experiencing much pain in the hip and numerous signs & sx of infection. Two consulting orthopedic surgeons, dr (B)(6), and dr (B)(6), both feel I have a deep prosthetic infection that may go dormant & then revive necessitating emergency revision or, the implant is metal on metal causing problems that will result in recall.